Event description:
(B)(4) is the initial importer of the device which is bath safety /shower stool. We are filing this submission in response to mw5104731. This medwatch report incorrectly classifies this as a serious injury. There was no adverse event and no injury sustained. The user has advised that there is a potential design issue we product has not been returned for evaluation. This information is being investigated by the post market surveillance team.

Event description:
Drive devilbiss healthcare is the initial importer of the device which is bath safety /shower stool. We are filing this submission in response to mw5104731. This medwatch report incorrectly classifies this as a serious injury. There was no adverse event and no injury sustained. The user has advised that there is a potential design issue we product has not been returned for evaluation. This information is being investigated by the post market surveillance team.